Event description:
It was reported that large volume infusor was leaking from an unspecified location during infusion of medication. The treatment regimen consisted of 0.9% normal saline plus fluorouracil; with a total infusion volume of 210 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4 (update UDI) additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between march 26-27, 2024. H11: the actual device was received for evaluation with no fluid in the bladder. Visual inspection on the sample via the naked eye showed no signs of physical abnormality that could have caused the reported leak. A functional leak test was performed, and no evidence of a leak was observed. Based on the evaluation result, the infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.